Manufacturer narrative:
Additional product codes for the device include: kra: catheter, continuous flush. Dqe: catheter, oximeter, fiberoptic. Dqo: catheter, intravascular, diagnostic. It was initially reported that cco could not be measured with this swan-ganz cco catheter on the first day of use. A message was observed: use bolus mode. The issue was not resolved by replacing the monitor and the cable and rebooting it. There were no patient complications reported. However, the catheter was received cut, and in the event of a break/separation of the catheter body or non-balloon inflation lumen detachment from the back form, there is the potential to result in air embolism or significant blood loss despite typically low central venous pressures. Also, a portion of the catheter may be retained in the body, resulting in an additional procedure to retrieve the catheter. Our product evaluation lab received one 774f75 catheter with attached monoject 1.5 cc volume limited syringe and non-edwards contamination shield with non-edwards introducer, which was located on the catheter body between 28 cm and 100 cm proximal from the tip. The customer report of cco measurement issue was not able to be confirmed during evaluation. As received, the catheter tip was cut at 6.5 cm distal from 10 cm marker on catheter body. The catheter tip included balloon was not returned. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on hemosphere monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. Tc value was marked in red when the catheter was connected with eeprom reader. Resistance value of thermal filament circuit was in specification. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. No other visible damage or inconsistency was observed from catheter body and returned syringe. All through lumens were patent without any leakage or occlusion. The balloon inflation lumen was not occluded. An additional task was assigned to for investigation of the tc value data. The returned product did not meet triggers for engineering evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that cco could not be measured with this swan-ganz cco catheter on the first day of use. A message was observed: use bolus mode. The issue was not resolved by replacing the monitor and the cable and rebooting it. There were no patient complications reported.

Manufacturer narrative:
The sample was evaluated through product evaluation and the reported condition could not be confirmed; therefore, no product nor process malfunction was identified in this complaint. The lot number was identified through the eeprom data. DHR review was performed and according to jde system the product passed all manufacturing inspections without nonconformances associated to the reported malfunction. The reported malfunction could not be confirmed since no product samples nor images was provided, however, there are manufacturing controls to avoid potential causes related to the malfunction as follows: 100% leak test, 100% flow test, 100% visual verification, 100% eeprom connector inspection, and 100% eeprom reading.